Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2026 due to hyperglycemia event caused by bent cannula. The patient stayed in emergency room for four hours, due to hyperglycemia. The patient's blood glucose level during emergency visit was 489 mg/dl and was treated with multiple daily injections (mdi). The infusion set was in use for one day. Patient was found positive for moderate ketones level. Patient has been released from the hospital on (B)(6) 2026. No further information available.